Manufacturer narrative:
Covidien reference: (B)(4). The covidien technical support engineer (tse) troubleshot this malfunction with the customer over the telephone and recommend replacing the graphic user interface (gui) central processing unit (cpu). The customer reported that the ventilator was functioning without errors or alarms. The customer reported that they will call back if further assistance is needed.

Event description:
It was reported that during testing, a ventilator generated an error code. There was no patient involvement.